Event description:
A patient who was enrolled in a study underwent a da vinci-assisted benign hysterectomy surgical procedure. Three weeks after surgery, there was proof of e. Coli in the intra-abdominal swab but with no intraoperative evidence of infection, there was currently no need for antibiotics therefore no antibiotics were given initially. However, the patient's gynecologist gave unspecified antibiotics a short time later. The event was deemed resolved eleven days after the swabbing. There was no report of a da vinci device malfunction. The study investigator reported the event as mild severity, clavien-dindo grade ii, and had a causal relationship to the study procedure, a possible relationship to the patient's underlying disease status, but not related to an investigational device.

Manufacturer narrative:
There was no report that a da vinci system, instrument or accessory malfunctioned during the procedure. A system log review was not performed since there is insufficient or unconfirmed product/event information.